Event description:
Voluntary medwatch report received reported that the right ventricular (rv) lead was part of a system revision due to infection. The rv lead was explanted. There were no additional adverse patient effects reported.